Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no pacing due to oversensing. It was noted that pauses were observed. The physician attempted to replace the rv lead but left side access could not be achieved due to occlusion. As a result the right atrial (ra) lead and the rv lead were capped and replaced on the right side. No further patient complications have been reported as a result of this event.